Event description:
Pt treated for metopic synostosis (trigonocephaly). Performed cranioplasty, frontal bone remodeling using bioabsorbable plates and screws. At 23 weeks postoperatively supraorbital swelling, pain and erythema. Fluctuation on palpation. Implants were moved in reoperation, patient's current condition is good. Surgeon estimates that this was allergy or tissue reaction to bioabsorbable plate.